Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found bad lld springs in multiple positions. Fse replaced plunger clamps and lld springs. The instrument was tested without further problem and was returned to expected operation.